Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, labeling review, and cross functional team (cft) review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 43218ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 43218ud00 is within the established baseline, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was performed using an in-house retained reagent kit of lot 43218ud00. All specifications were met indicating that the lot is performing acceptably. A cross functional team (cft) consisting of medical affairs, quality and technical operations reviewed and determined the adverse event was related to correct use and concluded the risk management file (rmf) is adequate and sufficiently addresses the issue under review. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 43218ud00 was identified.

Manufacturer narrative:
Patient identifier: sids: (B)(6). This report is being filed on an international product, list number: 08p13 (alinity I stat high sensitive troponin-I) and has a similar product distributed in the us, list number: 04z21 (alinity I stat high sensitive troponin-I). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 73-year-old female with chest pain. The physician performed digital subtraction angiography on the patient and could not find anything abnormal. The physician stated the patient is normal with stable condition. The following data was provided: normal range for female: < 0.016 ng/ml. On (B)(6) 2022, sid: (B)(6) result = 21.984 ng/ml. Other lab result: ckmb = 59 u/l. On (B)(6) 2023, sid: (B)(6) result = 11.447 ng/ml. No further impact to patient management was reported.